Event description:
It was reported that system, with a cardiac resynchronization therapy pacemaker (crt-p) and non boston scientific right ventricular (rv) lead, exhibited a high out of range pacing impedance measurement, resulting in a lead safety switch (lss). Technical services (ts) was consulted and indicated that the presenting electrogram (egm) showed biventricular pacing with premature ventricular contractions (pvc). T waves were visible on the left ventricular (lv) channel; however, ts was unable to confirm rv capture on the rv channel. Following the lss, episodes of noise oversensing were observed, with pacing inhibition lasting longer than six seconds. During the episode, ts was unable to determine whether r waves were present. Additionally, a successful left ventricular automatic threshold (lvat) test was observed; however, the right ventricular automatic threshold (rvat) test was unable to measure the threshold. As a result, the rv capture threshold was programmed at 5.0 v. Prior to the out of range impedance measurement, rv pacing impedance trends were within normal limits. Ts recommended evaluating the patient as a lead fracture is suspected. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.